Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. In response, the customer administered a correction injection via multiple daily injections (mdi) and resumed insulin deliveries after checking their supplies.